Event description:
While attempting to remove jackson pratt drain, the catheter snapped off in the physicians hand leaving the drain still in the abdomen. Pt had to go to or, have general anesthesia to remove it.